Event description:
It was reported that during a laparoscopic myomectomy procedure the relax blade and other errors occurred. Another hand piece was pulled and the relax pressure on blade still occurred. Then they pulled another device and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The hand piece was received in good physical condition. Initial visual inspection did not revealed any issues. However, when the handpiece was tested for functionality, the serial number stored in the internal memory did not match the serial number marked in the connector. When the hand piece was disassembled, evidence of refurbished activities and component replacement was noted. Internal components were different from the ones used at the current ees manufacturing process.